Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of vibration that was painful, swelling and hard under the skin are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects; the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1, ck2, ck3). About 3 weeks later, the patient recently had a cold (unrelated and not caused by the filler) and while blowing their nose, they felt a vibration that was painful. Patient's face is slightly swollen on the left side of their face under the eye. The area was palpated and it feels hard under the skin from the cheek up to the tear trough. A physician treated with the patient with keflex to rule out an infection. Patient is also taking an antihistamine. The infection was ruled out and symptoms have been resolved. Patient was concomitantly taking oral contraceptives at the time of the injection.